Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dilatation catheter: sprinters 2.5 x 12 (x3), 3.0 x 20 mm (x1), 1.0 x 10 mm. Nc apollo 4.5 x 12 mm (x2), 3.0 x 12 mm. Airtimes 1.0 x 10 and 2.0 x 10 mm, guide wire: runthrough, versaturn, stent: xience prox 2.75 x 15 mm, 3.0 x 15 mm. The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the 3.0 x 38 mm xience prox was deployed in the proximal lad. Then as the 3.0 x 15 mm xience prox was attempted to cross the previously deployed 3.0 x 38 mm xience prox stent, interaction of the devices resulted in the reported difficulty to position. An additional attempt was made to cross using a 2.75 x 15 mm xience prime stent delivery system, however interaction with the previously deployed 3.0 x 38 mm xience prox stent again resulted in the reported difficulty to position. During retraction of the 2.75 x 15 mm xience prime stent interaction of the devices resulted in explanting the 3.0 x 38 mm xience prox stent implant thus resulting in the reported device damaged by another device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. There is no indication of a product quality issue with respect to manufacture, design or labeling. The xience prox is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s. The 2.75 x 15 mm xience prime referenced is being filed under separate medwatch report.

Event description:
It was reported that the procedure was to treat a lesion located in the moderately tortuous, heavily calcified, 100% stenosed, mid left anterior descending (lad) artery and the left circumflex (lcx) and a 75% stenosis of the ostial left main (lm). The patient presented experiencing a non-st myocardial infarction. Pre-dilatation was performed at the ostial of the lm with non-abbott balloon catheters (2.5 x 12 and a 3.0 x 20 mm). A 3.0 x 38 mm xience prox was deployed at 14 atmospheres (atm) in the proximal lad followed by post-dilatation with a 4.5 x 12 mm non-abbott nc balloon catheter. Pre-dilatation using multiple balloons and a kissing balloon technique (involving six non-abbott balloon catheters) was performed prior to an attempt to cross the 3.0 x 15 mm xience prox stent delivery system (sds); however, the sds would not cross the previously deployed 3.0 x 38 mm xience prox stent resulting in stent strut flaring of the 3.0 x 15 mm xience prox stent. Additional pre-dilatation was performed on the lm to the proximal lad and an attempt was made to cross a 2.75 x 15 mm xience prime stent delivery system; however, it also could not cross the previously deployed 3.0 x 38 mm xience prox stent resulting in stent strut flaring of the 2.75 x 15 mm xience prime stent. During retraction of the 2.75 x 15 mm xience prime stent, it explanted the 3.0 x 38 mm xience prox stent implant. More pre-dilatation was performed with a non-abbott balloon catheter at 14 atm, inflated 6 times. The procedure was completed with balloon angioplasty only with a good result; however, with severe residual stenosis and fair blood flow to the lad and lcx. No additional information was provided.